Event description:
It was reported that the device was explanted after an implant duration of 12 months. It is unk if the explant was attributed to the device as no other details were provided.

Manufacturer narrative:
Device not returned.